Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl to "high" and vomiting; cause was not known. Customer administered a bolus via the pump to address the issue and called emergency services. Customer went to the emergency room and was subsequently admitted to the "ccu". Customer was treated with intravenous fluids of saline and insulin and was discharged 2 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.